Event description:
A malfunction occurred on a customer's pump, but there was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisting the customer through the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact technical support again if any issues reoccurred.